Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) pump with unknown serial number and one (1) outflow graft with unknown lot number were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. Review of the sterility certificate could not be conducted since the serial/lot number is unknown. Based on the investigation conducted, there is no evidence that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ outflow graft, model #: unk/ catalog #: unk/ serial or lot#: unk UDI #: asku, device available for eval: no. (B)(4). This event was reported in the (B)(6) data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for an outflow graft obstruction. It was noted that the outflow graft was compressed by a gore tex graft covering it and the patient required surgical intervention. It was further reported that the patient developed a bacterial infection in the pump internal component/pump pocket and at the driveline exit site. The patient was treated with intravenous (IV) antibiotics. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event. This event was reported in the (B)(6) data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.